Event description:
The customer contacted stryker to report that the battery life of their device was shorter than expected. During evaluation of the device stryker observed that the device would power itself on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and determined the device is no longer repairable. The customer refused the advise from stryker to scrap the device and the device has been returned to the customer. Stryker advised the customer not to use the device.

Event description:
The customer contacted stryker to report that the battery life of their device was shorter than expected. During evaluation of the device stryker observed that the device would power itself on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be due to the device powering on inappropriately.